Event description:
It was reported that a balloon catheter could not be advanced over a balance middleweight (bmw) universal guide wire. The guide wire was removed and a second wire from the same box was used, but the balloon catheter still could not advance. A bmw from a different box was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the polymer coating was torn on the first used guide wire.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position was unable to be confirmed. The polymer coating was torn 3cm proximal to the distal end of the polymer for a length of 3.5mm. It is possible that the balloon catheter met resistance advancing over the guide wire due to the build up of blood. Further manipulation of the device as resistance was encountered may have contributed to the damage noted to the polymer coating; however, this cannot be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.